Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with unknown mentor saline prostheses experienced bilateral baker grade iii capsular contracture post procedure. Both prostheses shifted up, there was bloody discharge, a lump, and rippling. The patient consulted with a medical professional and received the capsular contracture diagnosis. As a result, explant without replacement is planned for (B)(6) 2020. See 1645337-2020-04086 for contralateral prosthesis report.

Manufacturer narrative:
On march 12, 2020 mentor became aware that patient code 2035 was erroneously omitted from the initial report submitted on that same date. Manufacturer¿s reference number: (B)(4).